Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Device problem code: high test results. (B)(4). This report is being filed on an international product list number 7k70 that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer stated that one patient sample generated higher than expected results for the architect total psa assay. Results of 65.85 and 72.76 ng/ml were suspected as the result generated from the same patient after 2 weeks was 3.8 ng/ml (test method was determined to be the architect). No impact to patient management was reported. The customer was educated about the situations that could elevate the psa levels.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. The ticket searches determined that there is no unusual activity for the likely cause lot. There is no adverse trend for the product and the complaint trending report review determined that complaint activity was normal for the issue. Testing of a panel which mimics patient sample using an in-house retained kit stored at the recommended storage condition was performed. All specifications were met indicating that the lot is performing acceptably. No product deficiency was identified. A review of the manufacturing documentation and testing documentation did not identify any issues associated with the customer observation. The architect total psa reagent package insert listed the situations that could cause no clinically significant increases in psa levels. It also stated that serum psa concentrations should not be interpreted as absolute evidence for the presence or absence of prostate cancer. Elevated concentrations of psa may be observed in the serum of patients with benign prostatic hyperplasia or other nonmalignant disorders as well as in prostate cancer. Furthermore, low psa concentrations are not always indicative of the absence of cancer. The psa value should be used in conjunction with information available from clinical evaluation and other diagnostic procedures. There is not enough information to reasonably suggest a malfunction at this time as the elevated result was generated from a discrete sample.